Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of three reports (3007042319-2013-00407, 00408 and 00419) submitted for a device related to the same patient. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The cause that led to the reported event could not be determined. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. No additional information will be forthcoming. This is one of three reports (3007042319-2013-00407, 00408 and 00419) submitted for a device related to the same patient.

Event description:
Approximately one month after implantation, blood and wound cultures from the patient¿s driveline exit site tested positive for e. Coli, candida albicans, and enterococcus faecalis. The patient was treated with oral ciprofloxacin, oral doxycycline, and oral fluconazole.